Event description:
It was reported to boston scientific corporation (bsc) that an active cord was used during a polypectomy procedure. According to the complainant, the active cord failed to transmit current to the patient's colon; smoke and sparks could be seen at the cord/electrosurgical generator connection site. The cord was removed and the procedure was completed successfully with another bsc active cord. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation (bsc) that an active cord was used during a polypectomy procedure. According to the complainant, the active cord failed to transmit current to the patient's colon; smoke and sparks could be seen at the cord/electrosurgical generator connection site. The cord was removed and the procedure was completed successfully with another bsc active cord. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found the connector plug to be slightly loose, likely due to repeated use. Electrical testing found the device was able to conduct current properly; all resistance and continuity measurements were within specifications. The condition of the returned device was not consistent with the complaint that the device failed to transmit current and produced smoke and sparks; the complaint was not confirmed. Review and analysis of all available information failed to indicate a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The reported event: cord failed to transmit current. The reported event: smoke and sparks emitting from cord/generator connection site. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.